Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pump causing electrical interference on ekgs and heart monitors delay in therapy:unknown. Need for medical intervention:unknown]. Patient involvement: yes. Death / serious injury: no."